Manufacturer narrative:
(B)(4). Initial reporter (email address): (B)(6). Date of alcl diagnosis: (B)(6) 2022. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "alcl found on post op pathology, markers provided", and per op. Report a "recurrent seroma formation left reconstructed breast with capsular contracture grade 4".

Event description:
Healthcare professional reported left side "alcl found on post op pathology", "recurrent seroma formation", "left reconstructed breast with capsular contracture grade 4", "bilateral implant removal from textured to smooth due to the concerns of the product". . Histopathological markers cd30+ and alk- have been received. The device has been explanted and replaced. Treatment: device explant, "left capsulectomy ... Robotic assisted laparoscopic transabdominal preperitoneal repair of incisional hernia with mesh" and "roughly 550 cc seromatous fluid was removed".

Event description:
Healthcare professional reported left side "alcl found on post op pathology", "recurrent seroma formation", "left reconstructed breast with capsular contracture grade 4", "bilateral implant removal from textured to smooth due to the concerns of the product". Histopathological markers cd30+ and alk- have been received. The device has been explanted and replaced. Treatment: device explant, "left capsulectomy . Robotic assisted laparoscopic transabdominal preperitoneal repair of incisional hernia with mesh" and "roughly 550 cc seromatous fluid was removed".